Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not informed of being implanted with cardiac monitor. The patient had multiple complications after surgery and had to be hospitalized due to implanting physician not properly implanting cardiac monitor. The patient had multiple episodes of coagulation and was hospitalized for several days. The patient was stable.